Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately low and inaccurately high. The patient reported obtaining results of 116 and 102 mg/dl on the reported meter compared to results of 156 and 132 mg/dl another, non-lfs meter, in tests conducted within 10 minutes of each other. 3 of the 4 possible results comparisons are within the expected value <= 30% and/or <= 30 mg/dl. The comparison of 102 to 156 mg/dl is outside of the expected value of <= 30% and/or <= 30 mg/dl. The patient also reported obtaining results of 120 and 122 mg/dl on the reported meter while sweating excessively and feeling dizzy. She tested with her mother's meter and obtained results of 70 and 107 mg/dl. Based on statistical methodology, the calculated difference between the 70 and 120/122 mg/dl, glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient treated herself with glucose tablets. No information was provided regarding the patient's response to the glucose tablets. No information was provided regarding the patient's diabetes treatment regimen or actions taken or test results prior to the time of concern. The lfs customer care advocate (cca) walked the patient through two control solution test that fell within specifications. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges the lfs product read outside of accuracy specifications. The patient claimed she experienced symptoms that suggested hypoglycemia that did not correlate with normal range readings on the lfs product. The patient treated herself with glucose tablets.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.